Event description:
Please refer to the initial report.

Manufacturer narrative:
The affected device was analyzed at the dräger repair center. The log confirmed a technical alarm a008 which indicates a blower malfunction. The root cause for this failure was a detected deviation within the rotation speed of the motor blower. In such a case the technical alarm "device failure !!!" Is generated and the ventilation stops. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device was repaired by replacing the motor blower and pcb motor controller. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that the unit had the error 00.a008 during use. There was no patient injury reported.